Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-45443.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2007. Customer's blood glucose level was 1500 mg/dl. Customer had many infections in his body. Customer had diabetic ketoacidosis, uncontrollable diabetes, and multiple infections. Customer had whipple procedure and was getting his blood sugars into a manageable range of 500-600 mg/dl. Customer stated that he had his pancreas completely removed and he has had serious issues with maintaining control with his diabetes. Customer stated that his pump has not been the problem, but that his doctors don't have enough information on his unique case. Customer was also hospitalized for high blood glucose levels from (B)(6) 2014 for blood glucose level of over 600 mg/dl. Customer went to the hospital and was released once his blood glucose went down to 300-400 mg/dl. Customer was also hospitalized from (B)(6) 2014 for a blood glucose level of 690 mg/dl. Customer was wearing the pump at the time of each hospitalization.